Event description:
Baby agitated during assessment and PICC line snapped off. Dressing remained intact. The PICC line broke outside of the patient at the junction in which the line starts from most distal end of PICC (a round tab similar to the "wings"). Remaining line removed w/o complication.the nicu manager stated that this has happened before. She also complains that if you stretch the PICC line, it does not go back to the original shape.